Event description:
The coil puller component of the rescue tool of the fassier-duval system broke during use. The metal fragment was removed.

Manufacturer narrative:
- Attachment: [evaluation summary cif075.pdf]